Event description:
It was reported that device damage occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under general anesthesia. It was noted when preparing the single curve watchman fxd access system (was) outside of the patient, there was resistance encountered when inserting the dilator into the sheath and the dilator became deformed. The hemostatic valve was kept open on the was and the dilator was able to be inserted with a good amount of force. The was was inserted into the body and into the left atrium over a non-boston scientific (bsc) wire. The non-bsc wire and dilator was removed. Upon trying to insert the 24mm watchman flx delivery system and closure device (wds), there was resistance encountered multiple times. There was not another was available for use, so the procedure was aborted. No patient consequences were reported.

Event description:
It was reported that device damage occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under general anesthesia. It was noted when preparing the single curve watchman fxd access system (was) outside of the patient, there was resistance encountered when inserting the dilator into the sheath and the dilator became deformed. The hemostatic valve was kept open on the was and the dilator was able to be inserted with a good amount of force. The was was inserted into the body and into the left atrium over a non-boston scientific (bsc) wire. The non-bsc wire and dilator was removed. Upon trying to insert the 24mm watchman flx delivery system and closure device (wds), there was resistance encountered multiple times. There was not another was available for use, so the procedure was aborted. No patient consequences were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman fxd curve access system (was) (without dilator) was received for analysis and the reported event of resistance and device incompatibility was confirmed. The reported event of kink in the dilator was not confirmed as the dilator was not returned. Returned device consisted of a was with blood in the device. Visual inspection: no damage or defect found. Microscopic: no damage or defect found. Functional test: a dilator was inserted in the inner lumen of the was. The dilator was unable to advance. Borescope: inspection of the inner lumen found the liner delaminated. Product analysis confirmed the reported event as the liner was delaminating causing resistance with advancing the dilator. H6: evaluation codes updated to reflect device return findings